Event description:
The patient contacted animas on 10/03/2013 reporting a hospitalization for blood glucose levels to 20 mmol/l with positive ketones. The patient reported changing the supplies twice and used new insulin but the blood glucose was not resolving while on the pump. The reporter indicated that when the treatment method was switched to injections, the blood glucose resolved. The patient confirmed no known trauma to the pump and the pump was not exposed to x-ray or MRI. This report is made based on the allegation that the patient was hospitalized for hyperglycemia with the implied allegation of a pump delivery issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/20/2013 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates except on (B)(6) 2013 when the pump time was set incorrectly upon the pump powering on. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the display screen was observed to be faded and discolored upon powering on.